Event description:
During the surgery, when the surgeon inserted the bearing insert trial (ps type #5/10mm) onto the tibial base plate by using the plastic hummer, the insert trial was cracked. Then, the surgeon removed cracked insert trial from the tibial base plate and he used another insert trial (cr type #5/10mm) instead of it. The pt has not had any health problem.

Event description:
It was noted that a vibratory advisory of hv lead impedance out of range was observed. The hv impedance had dropped gradually since implant. No sensing and high threshold was also observed. Fluoroscopy revealed that the lead had dislodged and the whole lead was found in the pocket near ICD. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.